Event description:
During an atrial fibrillation (af) procedure, after insertion and advancement of the viewflex ice, it was seen on x-ray that the tip was bent and noise was seen on the ultrasound. The device was removed, and the tip of the catheter was fractured. The device was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation.  It was confirmed that the distal tip of the catheter was kinked and fractured approximately 0.75 cm and 1.5 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified for the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the investigation performed and the information provided, the cause of the reported event remains unknown.